Event description:
It was reported that the customer experienced mild dermatitis with itching, and was diagnosed with pruritus at the site, underneath the tape. No skin inflammation, irritation or rash was visible. It was stated that the customer would be monitored. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.